Event description:
The pt developed diffuse lamellar keratitis in the right eye after undergoing a lasik procedure. The flap was lifted and irrigated and the pt was treated with topical steroids. The pt has recovered with no further complications.

Manufacturer narrative:
His form has been completed by the manufacturer. A review of the sterility records found this lot met all specifications at the time of release.